Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's mother claimed that upon removal of the sensor pod, the sensor wire remained inserted in the patient's buttocks and the patient was experiencing discomfort at the site of insertion. On (B)(6) 2015 patient was taken to the doctor and an x-ray displayed a small piece of wire embedded under the skin. There were no signs of infection. Surgical removal procedure was scheduled for (B)(6) 2015. No additional event information is available.

Manufacturer narrative:
(B)(4)